Event description:
It was reported that the patient presented with muscle stimulation and the device was found to be in back up vvi mode. A device download was successfully performed to restore the device. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.